Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to multiple components on insulated-gate bipolar transistors (igbts) on the pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor cannot run detect and treat testing due to functional issue.